Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as blisters and appears like burns. The patient¿s physician prescribed a medication and advised to temporarily remove the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.